Event description:
It was reported that the device shifted after it was implanted. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman laa closure device & delivery system (wds) were used. The was was positioned in the laa of the patient and the wds was inserted into the was. The closure device was positioned in the laa and release criteria was met. Upon the release of the device, however the device shifted and moved more proximally. The physician was concerned that it was too proximal and too atrial in position. The decision was made to do a follow up transesophageal echocardiography (tee) the next day. The follow up tee was performed and confirmed the position of the device was the same as the release position. The device had not moved any more proximal, but the physician was still concerned about the position. The physician planned to check again at the 45 day follow and to continue with monitoring the patient in the next 6 weeks. The patient was fine. There were no other complications and the patient will be monitored until their follow up appointment in 6 weeks.